Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip was hard and was difficult to attach the clip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Intuitive followed up and obtained additional information. The jaws did not open before attaching to the arm. Hem-o-lok clips were used. The surgeon used medium-large (ml) size with the clip applier. A backup instrument was used. Clip applier is available for return. No photos or video of the event is available.

Event description:
Refer to h11 for follow-up information.